Event description:
After 20 minutes of use, the customer reported the thermogard xp ivtm system (sn (B)(4) displayed an air trap warning alarm. The customer dried and cleaned air trap but the alarm did not clear. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(4) displayed an air trap warning alarm" was confirmed during functional testing and archive data review. The root cause of the error message was due to a defective air trap sensor block, likely attributed to a defective component. During visual inspection, there was no physical damage noted on the ivtm thermogard console. Event log data review was performed and revealed a mid:09 (air trap assembly) error message near the complaint date; thus, confirming the reported complaint. The thermogard console failed the initial functional test. The console displayed an air trap warning, thus confirming the reported complaint. The air trap sensor block was replaced to address the error. Following service and replacement of the air trap sensor block, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).